Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported foot break could not be determined; however, the reported entrapment and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using a proglide device via a 6f sheath after an interventional left lower extremity interventional procedure. Reportedly, it was attempted to retract device up against inside of the vessel wall before deploying needles. There was resistance when retracting the device as it got stuck and could not be moved. It was attempted to remove the device and the foot separated. The patient was taken for a cut down to remove the device and retrieve the separated foot. The foot was successfully retrieved. Since the patient was in surgery the operator opted to perform a bypass procedure. Hemostasis was achieved via surgical suturing. There was reported clinically significant delay in the procedure or therapy.